Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2022, that during a nurse home visit, the patient experienced redness of the stoma site, the patient's wife was educated on stoma site care and cleaning of the stoma site. On (B)(6) 2022, the patient reported stoma site oozing and tenderness. On (B)(6) 2022, the spouse reported to the nurse that a physician reviewed the stoma site and prescribed oral antibiotic co-amoxiclav, 625 mg, three times daily. On (B)(6) 2022, the patient's spouse reported that the stoma had improved and was using chlorohexidine wash daily.